Event description:
It was reported during a rotator cuff repair procedure, the surgeon inserted the ar-1927pst-475 lot: 10272121 into the humerus, the surgeon double tapped and the suture anchor would not seat. The case was completed using a different ar-1927pst-475 lot: 12649025.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint device was not received for evaluation. Based off the information provided, the most likely cause for the reported failure can be attributed to improper bone prep and/or misaligned insertion.